Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that during an ipg replacement, the patient's l4 drg lead pulled out of position. As a result, the physician was unable to successfully use new stylets to re-insert the old lead and decided to explant and replace the lead, addressing the issue.

Manufacturer narrative:
A patient programmer displaying the eos message was reported to abbott. The patient had two leads added to l3 and l4. The patient's left l4 lead was replaced due to accidentally pulling out of place while replacing the ipg. The physician was unable to successfully use new stylets to re-insert the old lead and decided to explant and replace the lead, addressing the issue. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.